Event description:
It was reported that the procedure was to treat a 99% restenosis in a bare metal stent (unknown stent), which had been implanted in 2001 in the proximal circumflex (cx) artery. A balance middleweight (bmw) guide wire was placed in the cx and another bmw was placed down the left anterior descending (lad) artery. Pre-dilatation was performed with a 3.0 x 15 mm trek balloon. The 3.0 x 23 mm xience v was advanced, but the stent became stuck about 1/3 of the way inside the previously implanted stent and became dislodged. The dislodged stent then floated into the lad. Attempts to retrieve the stent, using a snare device and a balloon, were unsuccessful. A 4.0 x 28 mm xience stent was deployed, embedding the stent against the vessel wall as well as opened up the restenosed bare metal stent. The procedure was completed by post-dilating with a 3.5 nc trek balloon. There was no clinically significant delay in procedure and no adverse patient effect. The patient outcome was good. The physician commented that he did not feel there was a device malfunction, rather it was due to the procedural conditions. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use. All stent delivery system (sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. It was reported that the procedure was to treat 99% re-stenosis of a bare metal stent which appears to have contributed to the failure to cross the lesion. The stent interacted with the previously implanted stent and contributed to the failure to cross and subsequent stent dislodgement. The physician commented that he did not feel there was a device malfunction and was related to the procedural conditions. In this case, the reported failure to cross and stent dislodgement appear to be related to the operational context of the procedure. A search of the device lot history record indicated no related nonconformance for the lot and a search of the complaint database indicated no other incidents. Based on this investigation, there is no indication of a product quality deficiency.